Event description:
The right ventricular lead exhibited high pacing impedance.

Manufacturer narrative:
Supplemental correction report needed to retract b5 from follow-up number 1.

Event description:
New information received indicated that both high, high voltage and pacing lead impedance were observed.

Manufacturer narrative:
UDI not available as product manufactured before september 24, 2014. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that high pacing impedance was observed on the right ventricular lead. The capture threshold was also high. The patient is pacemaker dependent, and it was decided to extract and replace the lead. There were no adverse consequences for the patient.

Manufacturer narrative:
A partial lead with the distal tip measuring 46.3 cm was returned for analysis. Calcification covering the ring electrode was noted at 1.5cm to 2.3cm from the distal tip. This could cause the reported field event of rise in impedance and capture threshold. Further test could not be performed due to damage sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.